Event description:
A report was received that the patient experienced a loss of therapy efficacy. Patient then underwent a revision procedure to replace her implanted battery. Patient is doing well post operatively.

Manufacturer narrative:
Product investigation was completed on the returned ipg, and the allegation of ineffective therapy was not confirmed. The ipg passed the functional test, and an electrical test revealed normal device characteristics. The investigation was unable to determine a probable cause for the complaint; therefore, the cause is no problem detected.

Event description:
A report was received that the patient experienced a loss of therapy efficacy. Patient then underwent a revision procedure to replace her implanted battery. Patient is doing well post operatively.